Event description:
It was reported that the shock impedance was less than 30 ohms. A review of the latitude monitoring system data found the recent reading in (B)(6) 2025 was 45 ohms. It was found that the pulse generator pocket was infected and there was an oozing fluid in the opening of the pocket. The doctor elected to explant the entire system. There were no additional adverse patient effects.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the shock impedance was less than 30 ohms. A review of the latitude monitoring system data found the recent reading in (B)(6) was 45 ohms. It was found that the pulse generator pocket was infected and there was an oozing fluid in the opening of the pocket. The doctor elected to explant the entire system. There were no additional adverse patient effects.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. A visual inspection noted surgery related damage consistent with explanations. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.